Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. The customer stated that the sensor constantly triggered the insulin pump to alarm meter blood glucose now. She declined to provide the blood glucose reading. She stated that she was unsure whether the insulin pump had malfunctioned. She reported that the diabetic ketoacidosis was likely a result of dehydration, noting that she had had a lot of health issues in the last few months. She stated that she was not responding to correction boluses or manual injections. However, she stated that the insulin pump had been performing adequately since then. She declined troubleshooting for the issue. Nothing further reported.